Event description:
The company was informed that the pt reportedly developed a hematoma over the implant site shortly after initial implant surgery in 1998.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the attending surgeon has since passed away. The company is unable to obtain further details in regards to the date of this occurrence or details relating to treatment. This is the final report.